Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for non-malignant pain reported via manufacturer representative (rep) on (B)(6) 2015 that there was a lead failure. The date of the issue was unknown, and the lead remained implanted and in service. Additional information was received from the rep on (B)(6) 2015 stating that the patient complained of "increased pain in the effected from the lead failure". Impedance checks had revealed all contacts being >40,000 ohms. However, the x-ray results were negative. The rep attempted to reprogram the lead, but was unable to provide complete stimulation. The cause of the lead failure was unknown. The rep responded again on (B)(6) 2015 stating that the patient was going to try the existing stimulation settings, as they did not want another procedure if it could be avoided. A supplemental report will be submitted if additional information is received.